Manufacturer narrative:
It was reported that after a prostatectomy, when the drain was removed after the procedure, a portion of the drain stayed in the patient. The patient went home and came back on (B)(6) 2017 to the emergency room with pain. A CT scan was performed, the drain piece was detected and removed. Numerous attempts have been made to attempt to contact the facility to obtain additional information related to the incident; however no additional details were available. The lot number is unknown; therefore, a batch review was not performed. The device was not returned therefore, a device analysis could not be completed. Due to the reported incident and in abundance of caution this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a surgical drain broke upon removal.